Event description:
On (B)(6) 2012, at the (B)(6), it was reported that the 01970110 quadrox-I oxygenator without filter (lot number 70066522) was leaking at the quicklock (postlock) connection. After connection of cardioplegia, there was a massive blood leak (approx. 200ml). The customer elected to replace the device. There was no patient impact. (B)(4).

Manufacturer narrative:
(B)(4). The sample was not received at the facility and hence no evaluation was conducted. (B)(4).